Event description:
The core universal driver was returned for service. Upon eval at the MFR, it was found to run without user activation. There was no pt involvement and there were no user injuries or adverse consequences.

Manufacturer narrative:
During the visual examination, the device was found to have burnt socket pins. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.